Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of difficult catheter insertion and catheter tip damage was confirmed; however, the root cause was not identified. The product returned for evaluation was one 18ga x 8cm powerglide pro midline catheter assembly. The sample was received fully assembled with the catheter overlaying the needle shaft. Usage residues were observed throughout the sample. The catheter tip exhibited extensive deformation. The catheter was slightly advanced. Microscopic inspection of the sample confirmed extensive deformation of the catheter tip. Material was torn and flared outward. The catheter tip deformation was consistent with insertion against resistance, such as into tissue; however, the extent of the tip deformation prevented determination of the original shape of the catheter tip and the catheter lie length on the needle. Consequently this complaint is confirmed as ¿cause unknown¿ at this time.

Event description:
It was reported that the catheter tip is cracked, making it difficult to insert. No other information was provided.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of redu3434 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter tip is cracked, making it difficult to insert. No other information was provided.